Event description:
A staff member in surgery noticed spots on the 3x3 non-adherent strips. There were 14 strips pulled from our stock in surgery and the distribution center. The spots were in the same area on all of the strips. I will send a picture to go with this report. Manufacturer response for oil emulsion bandage, (brand not provided) (per site reporter): when I contacted the manufacturer, they said I had to contact the sales rep. I sent the strips to him.